Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0d0f3, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient did not think the ¿implantable neurostimulator (ins) was being put in right¿ as she had experienced issues going back to her initial implant. On (B)(6) 2014 the patient had a lead replacement and the ins switched sides due to an infection. Two to three weeks after lead replacement the patient was having itching again, redness, swelling, and the incision was opening up. The lead was also poking her skin right in the middle of her back by the spine. The patient did not have a managing physician for the therapy and was nervous about who to see. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.